Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump buttons are hard to push and are hyper scrolling causing her to give too much insulin. The patient reported, she noticed it two weeks ago, and had a situation where the blood glucose (bg) went down to 3 or 4 mmol/l with symptom of dizziness. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient treated with glucose tabs. The patient stated that currently their bg is 11 mmol/l. This report is being made due to tactile changes issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/26/2013 with the following findings: the keypad is fully intact; no peeling or damage was observed. All key contacts are fully responsive to user input and have spring and click back when pressed. No hypersensitive or scrolling was observed during the investigation. The pump successfully passed a 29 hour flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. The keypad cover was removed; no button contact defects were observed. There was no contamination under the buttons. Investigators were unable to duplicate the reported keypad complaint.